Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (guide system), is related to case with patient identifier (B)(6) (performa system).

Event description:
It was reported the patient received the following results within 15 minutes: 62 mg/dl (performa meter), 93 mg/dl (performa meter), 53 mg/dl (guide meter), 84 mg/dl (guide meter), 38 mg/dl (active meter), and 55 mg/dl (active meter).